Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection occurred during initial entry of the enroute 0.014'' guidewire. An additional unplanned stent was placed to cover the dissection. The procedure was completed successfully.